Event description:
It was observed by an ees regulatory associate during an article review concerning global evidence generation strategy that the harmonic ace device was used in a laparoscopic procedure. The surgeon pulled the device out of the patient, it touched his gown and his hand received a burn. The surgeon stated that ¿the problem with the ace is that it has an exposed active blade. You are more likely to burn yourself inadvertently with other devices than you are with the impact ligasure where the heat is on the inside of the jaw.¿ surgeon advised that he received a 2nd degree burn on arm (blistered) and that it healed fine. When asked what part of the device touched his arm, advised: active blade.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.